Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd), the access site failed to close. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle with stopcock open, the syringe was separate from the device, and the procedure sheath was not returned with the device. It was reported that ¿the mynxgrip vascular closure device (vcd), the access site failed to close.¿ however, the advancer tube and sealant were found to have remained inside the outer cartridge tubing, and the sealant sleeve was observed remaining in its manufactured position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. Shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device. The results showed that the balloon was inflated, and pressure was maintained. A product history record (phr) review of lot f1727801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant still in the device, and the sealant sleeve still in the manufactured position. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position. Although not intended as a mitigation, the mynx instructions for use (IFU) states ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1727801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device (vcd), the access site failed to close. There was no patient injury.